Event description:
The event occurred in USA prior to use. It was reported that the flow bubble sensor is not working. No harm to any person has been reported. New information was received on 2026-03-25 that the flow/bubble sensor was not resetting or measuring. There was no visible damage on the sensor or its cable. As a flow bubble sensor issue, can lead to a pump stop, if the intervention is set by the user, a report is required. Complaint ID: (B)(4).

Manufacturer narrative:
The event occurred in USA prior to use. It was reported that the flow bubble sensor is not working. No harm to any person has been reported. New information was received on 2026-03-25 that the flow/bubble sensor was not resetting or measuring. There was no visible damage on the sensor or its cable. As a flow bubble sensor issue, can lead to a pump stop, if the intervention is set by the user, a report is required. A getinge technician was sent for investigation on 2026-03-24. The flow bubble sensor was replaced. The technician performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The log files of the reported cardiohelp device were reviewed and no pump stop occurred on the date of event. A similar event was investigated by life-cycle-engineering on 2023-01-13. The root cause is a defective eeprom due to an external not visible impact. Additionally, according to the risk file of the cardiohelp device the following root causes can lead to the reported failure:wrong sensor information due to- influence due to other ultrasonic devices- sensor defective / disturbed- environmental influences (atmospheric pressure, temperature, humidity, emi, overvoltage). According to the instruction for use (IFU) chapter "connecting the combined flow/bubble sensor" the bubble monitoring function test and flow off-set calibration has to be performed before every use. Thus a defective flow/bubble sensor should be detected prior to use, during priming. In addition as the cardiohelp includes pressure sensors and a venous probe it is able to measure and control the blood flow and parameters. If the measured values are above high limit or below low limit of the set limits the system generates a visual and acoustical alarm. In the IFU chapter "using the emergency drive with the disposable hls retainer" is stated that the emergency drive can be used to manually control the blood flow in case of a failed cardiohelp. According to the IFU of the cardiohelp chapter "cleaning and disinfection", the cables and the whole device should be cleaned after each use to remove soiling or residual blood. Furthermore, in chapter "connecting the sensors" it is stated that the sensors must be kept clean. The review of the non-conformities has been performed on 2026-03-31 for the period of 2020-06-16 to 2026-03-24. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2020-06-16. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. Based on the results the reported failure "flow bubble sensor issue " could be confirmed. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary's trending program and additional investigations or corrections will be implemented in case of adverse trending.